Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer fell asleep with a heating pad on the pump. Reportedly, the pump declared multiple valid temperature alarms. Customer's blood glucose level was impacted (300 mg/dl), and was addressed by delivering a correction bolus, via the pump. Reportedly, customer's blood glucose level decreased to 217 mg/dl. Customer technical support instructed customer to replace cartridge. The customer acknowledged.